Manufacturer narrative:
Medical records provided by the patient's dialysis unit were reviewed by the manufacturer's post market clinical department and physician. The reported weight gain of 4.8kg was recorded as post treatment weight by subtracting the patient's pre-treatment weight from the post treatment weight. The patient required additional hemodialysis treatments to remove the additional fluid gain. The hemodialysis machine (plant investigation) is currently under evaluation. As a supplemental report will be submitted upon completion of the investigation.

Event description:
The patient's husband reported to the manufacturer that on (B)(6) 2013, his wife entered the dialysis unit with a weight of 51.5 kg and left the next morning (patient receives nocturnal dialysis) with a weight of 56.3 kg. The patient was on dialysis from approximately 9 pm to 5 am. They (the clinic staff) usually take off 2.4 kg and he stated that "I assume they did take off 2.4 because the blood test they took later that morning at the hospital indicated that her blood had been cleaned." Her total weight gain was between 4.8 kg and 7.2 kg based on what was removed from at the hospital. The rn did notice post treatment that the patient looked puffy in the face and she did complain of a "horrific" headache and chest pain. The patient was taken to the hospital and was subsequently admitted as an inpatient. On (B)(6) 2013 (1115), acute hemodialysis treatment: pre wt = 55.8 kg; post wt = 52.6 kg; approximate loss 3.2 kg. Patient was stable during the treatment. On (B)(6) 2013 (1515), acute hemodialysis treatment: pre wt = 52.5 kg; post wt = 49.5 kg; approximate loss 3 kg. Patient was stable during the treatment. On (B)(6) 2013: patient discharged from the hospital in stable condition and continues with in-center hemodialysis without further problems.